Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. There was no harm reported to philips. The philips field service engineer (fse) inspected the system onsite and identified the 3d workstation system was stuck. Upon troubleshooting, it was identified that the image disk was full. The philips engineer cleaned up disk space. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was stuck, the images were not fully displayed. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.